Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose. Customer's sensor value was 4.5 mmol/l while blood glucose value was 1.6 mmol/l at the time of the incident. Customer was asleep when she lost consciousness. Customer's husband called the ambulance, and they treated her with glucose/glucagon. Ambulance was dispatched on (B)(6) 2023, at 4:20am. Pump was used within 48 hours of the incident. Smartguard was not used during the incident. Customer noticed the issue occurred when they started using a new transmitter. Customer was unable to run a test on the transmitter. Troubleshooting was done. Customer also had sensor updating and change sensor issues. Customer had used the belly where there was scar tissue but now uses the upper arm and it works without a problem. The event involved product mmt-7040c1. During troubleshooting, it was explained to customer the sensor best practices and site selection. Customer was also advised to insert in fresh new site and monitor. No product return is expected for mmt-7040c1.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.